Event description:
Smoke was observed to have come from the unit after a popping noise was heard. The unit would no longer power up. Unit was replaced.

Manufacturer narrative:
One patient electronics unit (cm1100, sn (B)(6)) was received for evaluation. Visual inspection and software evaluation revealed no anomalies. The unit was powered on successfully with no popping noises noted. The internal components of the unit were visually examined and no damage was noted. The unit passed diagnostic testing. The unit functioned as intended during evaluation. The cause of the reported event remains unknown.